Event description:
Reporter indicated that patient's chest incision was swollen and tender and might have had some drainage. Further follow-up revealed that treating neurosurgeon performed repeat aspiration of serous fluid from the generator site. Neurosurgeon indicated that the event was related to the vns therapy system, but that the patient has experienced no serious problems. Investigation to date has been unable to determine whether infection was present.